Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated for the event. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A trend review will be performed. A batch review of lot number h13k20050 will be performed, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for peritonitis. It was reported that the patient experienced cloudy bag and abdominal pain, considered to be manifestations of peritonitis. The patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available. A batch review was conducted for potentially associated lot number. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.